Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) declared a red alert related to crt-p switching into safety mode. The patient reported diaphragmatic stimulation. Device replacement was recommended. At this time the crt-p has been explanted and a new device implanted. No additional adverse patient effects reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) declared a red alert related to crt-p switching into safety mode. The patient reported diaphragmatic stimulation. Device replacement was recommended. At this time the crt-p has been explanted and a new device implanted. No additional adverse patient effects reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation.